Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to corrosion of the battery shorting bar noted on incoming inspection. It was also noted the reason for service was not confirmed as the epg turned on. The hanger assembly was broken / fractured. The keypad was delaminated. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on despite new batteries being installed. The external epg which was returned for service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.